Manufacturer narrative:
G4: 10jan2020 b4: (B)(6) 2020. The service technician confirmed the issue was resolved by replacing the flow sensor assy/ assy, manifold, gds (gas delivery system). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24dec2019.

Event description:
The customer reported low tidal volume. The field service engineer (fse) is set to check and order flow sensor and filter assembly. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.